Event description:
Device was inserted and chest x-ray done to confirm placement. The stylet was left in place during the x-ray. X-ray verified the tube was not in the stomach. Tube was removed. Observed a hole in the tube and the stylet was protruding out of the side of the tube. There was no illness, injury or medical intervention resulting from the event. One pt involved.